Event description:
Information received indicates the left and right siderail will not latch due to broken weld at the pivots.

Manufacturer narrative:
New siderails were sent to the account to repair the bed.